Event description:
The hospital biomedical engineer reported the ventilator remote alarm failed during testing. The biomedical engineer reported the remote alarm was intermittent when the ventilator remote alarm connector was tested. The biomedical engineer reported their facility remote alarm system is configured so that when an alarm activates on the ventilator, and there is a problem with the ventilator's remote alarm output, the remote alarm at the remote station will not sound. The ventilator was not in use on a patient therefore there was no patient harm or involvement. The biomedical engineer replaced the main pcb board to correct the finding.

Manufacturer narrative:
Customer performs own repair. Replaced part returned to manufacturer for evaluation. Customer performs own repair.